Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.

Event description:
Patient was implanted with a pfna nail and blade on (B)(6) 2012. Follow-up x-ray taken on (B)(6) 2012 showed the blade to be backing out. Patient was returned to the operating room on (B)(6) 2012 for removal of the nail and blade. This report is number 1 of 2 for the same event.